Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open thoracic procedure, the surgeon seems to be able to be squeezed the handle but the load did not fire. The surgeon then used another device handle to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument firing knobs were not fully retracted. The articulation lever was in neutral position. Visual inspection of the cartridge revealed that the reload was fully fired. Pmv performed functional testing. The firing knobs were fully retracted and the reload jaws opened. The device was unloaded from the instrument without difficulty. The instrument was then successfully loaded with a pmv device single use loading unit. The instrument successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a unreported condition of not fully retracting the retract knob. This condition has no relationship to the reported condition. Firing knobs were not fully retracted after firing the device. Please be sure to fully retract the instrument firing knobs to the home position to allow for release of the loading unit jaws. Additionally, an unreported condition of failure to completely retract the retract knob was confirmed. If information is provided in the future, a supplemental report will be issued.